Event description:
Additional information received - the reporter stated the icl was explanted on (B)(6) 2013 due to a low vault. The icl was removed through the original incision and one suture was required to close the incision. The patient did not have any complications related to the low vault. The lens was exchanged for a longer lens.

Manufacturer narrative:
(B)(4) - size incorrect for patient. Evaluation method: medical review. Results: medical review - review of this file indicates that the icl exhibited a low vault in this patient associated with lens decentration. The icl was exchanged with a longer lens which resolved the problem. It has been determined that this complication is related to inaccurate white to white measurement or secondary to a mismatch between white to white and the sulcus diameter. Staar recommends that the lens be explanted once the surgeon determines that this condition may affect outcome of the patient's vision. If no other symptoms are observed, it is recommended to leave the icl implanted. Conclusions: based on the complaint history, work order search and medical review, the root cause of inadequate vaulting has been determined to be related to the inaccuracy of the white to white measurement or a mismatch between white to white and the sulcus to sulcus diameter. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm micl 12.6 implantable collamer lens in the patient's right eye (od) on (B)(6) 2013. The icl decentered and will be explanted.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer? No. Lens not returned. Method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusions: based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).